Event description:
It was reported that during a prostatectomy procedure, a foreign body was found inside the packaging (black particle) and a perforation of the packaging was also noted. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.: additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a prostatectomy procedure, a foreign body was found inside the packaging (black particle) and a perforation of the packaging was also noted. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.: additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2022. H2: additional information received: photos were received for review. After visual analysis of the packaging, no particles or holes were observed. Based on the photos reviewed, the event described was not confirmed and no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications.